Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with minor scratches on the lcd window. The pump was received with a cracked reservoir tube, broken battery tube threads, and a corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons on the insulin pump were not fully responsive. The customer had elevated blood glucose for 15 hours and treated with manual injection and changed the set and reservoir. The blood glucose went as high as 24 mmol/l despite treating. The insulin pump had also alarmed twice for a button error. It was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. It was advised that the insulin pump would be replaced and the product will be returned for analysis.